Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented one day post op with diffuse lamellar keratitis (dlk) grade 1 in right eye. Predforte increased to every 2 hours and medrol dose pak was prescribed. On (B)(6) 2017 dlk resolved. Vision at right eye 20/20 and left eye 20/30. No flap/lift/irrigation needed